Event description:
It was reported to boston scientific in 2009, that while using an ept 1000 generator the customer experienced the following: "during a flutter ablation the patient went into a-fib. They had to cardioversion her, and the catheter stopped working. They removed the catheter and another was used successfully to complete the case. " additional information provided: "prucka was being used along with the ept 1000 xp generator. The blazer failed to ablate after the cardioversion. A new one was used and the procedure was completed successfully."

Manufacturer narrative:
Device manufacture date is unk, because the batch number was not provided. A follow-up report will be submitted once investigation is completed.